Manufacturer narrative:
Two (2) single use devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, continuous flow was observed at the distal luer of both devices. A functional flow rate test was performed, and the flow rate of both devices were found to be within specification. The reported condition was not verified for the returned devices. The devices were determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two (2) large volume infusors did not flow during priming. There was no patient involvement. No additional information is available.